Manufacturer narrative:
(B)(6). Device evaluated by MFR.; synergy xd mr ous 3.50 x 48mm stent delivery system; catheter was returned for analysis and the following attributes were examined: an examination (visual and via scope) of the crimped stent identified that the device was returned with no stent attached. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon was reviewed, and it showed that there were signs of positive pressure applied to it as it was returned in a deflated state. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. Device tracked without issues on guidewire. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that advancing difficulties occurred. The target lesion was located in right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during post-dilation it was failed to pass through the combination device. The procedure was completed with different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent detached.